Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, the event happened during a diagnostic procedure. The procedure was completed using a wired footswitch. A philips service engineer was informed that the connection between the wireless footswitch and wireless base station was re-established. The philips service engineer did not go onsite. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has completed a good faith effort to get patient information. However, the customer could not provide the requested information. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch loses connectivity and does not perform fluoroscopy. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.